Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, posterior and septal leaflets were grasped and attempted to close the clip. The clip was only able to be closed to about 30 degrees. It was not able to be closed completely. After few attempts of locking and unlocking, the clip gets closed all the way. Posterior gripper line was not able to be released from the posterior gripper when tried to remove when clip was deployed. Clip delivery system was removed but the posterior gripper line was still attached to the gripper. Gripper line was snared. Another clip was implanted to stabilize the first clip. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.